Event description:
It was reported that during an angioplasty procedure, removal difficulties were encountered and a balloon detachment occurred. After completion of dilation, in an unspecified vessel, the physician was unable to remove the ultra-thin balloon dilatation catheter through an unspecified 5f sheath. While attempting to remove the balloon catheter, the balloon detached. The balloon, catheter and sheath were removed together as a unit from the pt. The procedure was completed with this device. No pt complications were reported. The pt's condition was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).